Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 800 syncron system (dxc 800) modular chemistry (mc) sample probe was leaking from the top of the probe. Customer reported that the dxc 800 generated mc sample obstruction detection transducer failure error. Customer reported that they flushed the probe and replaced the probe. Customer reported that the mc sample probe started leaking during calibration. Customer reported that the leak did not affect any patient samples. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found a transducer leak. The fse replaced the transducer. The fse also performed preventive maintenance.

Manufacturer narrative:
Bec identifier for this complaint is (B)(4).